Event description:
Information was received that a smiths medical bivona tracheostomy had a cuff that would not inflate.

Manufacturer narrative:
Device evaluation summary: one smiths medical tracheostomy (trach) tube with a 5.5 fome cuff was received for investigation. A review of the DHR was completed and the product was 100% leak tested. Upon testing the device, it was found the cuff would not inflate or deflate. However, the cuff was able to inflate and deflate when the lumen at the distal end of the product was covered. The investigation determined the device had insufficient adhesive used to backfill the lumen, confirming the complaint allegation. The problem source was noted to be manufacturing.